Manufacturer narrative:
Device eval by manufacturer: upon receipt at our post market quality assurance laboratory, this interlock-35 embolic coil was analyzed. Visual inspection revealed the main coil was kinked and stretched, and the fiber bundles had blood residue. Microscopic inspection of the mail coil showed the zap tip had a smooth surface. The interlocking arm was noted to be detached and was not returned. Dimensional inspection of the main coil showed measurements within specifications; however, there were missing distal fiber bundles, due to the coil stretching.

Event description:
Reportable based on device analysis completed on 02jun2021. An interlock-35 embolic coil was selected for use in a coiling procedure, to treat an aneurysm. During the procedure, the pusher wire arms could not be detached in the vessel. Continuous flushing and manipulation was performed to detach the wire, but it did not work. The coil was removed via the catheter and the procedure was completed with another interlock-35 embolic coil. No patient complications were reported. However, device analysis revealed the interlocking arm was detached.